Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare provider (hcp) that on (B)(6) 2026, the patient experienced elevated blood glucose levels above 400 mg/dl and was subsequently hospitalized with a diagnosis of diabetic ketoacidosis. The hcp stated that issues began on (B)(6) 2026, but the patient was not hospitalized until may 2. No further additional details were provided and multiple good-faith efforts to contact the patient to gather additional information were unsuccessful. No additional information could be obtained.